Manufacturer narrative:
A quality complaint investigation was performed. A sample was not received from the customer. Based on the lot number provided by the customer the assembly work order was retrieved to assist in investigation. Reviewing the assembly batch record revealed that the printing is correct and according to unomedical labelled endotracheal tube- general specification. The complaint sample is not expected to be available. Based on the record review, all relevant test performed during manufacturing process and final product release had been performed and met requirement. No non-conformity of this nature has been registered during the production of this lot. No other conclusion could be drawn without performing the testing on the product and with the information available. We are unable to determine the root cause of complaint. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. MFR report number: 9611710-2015-00088. Reported to the FDA on 08/12/2015.

Event description:
It was reported the endotracheal tube had no measurement markings below the 7.0 centimeter marking. No pt involvement was reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Follow up is being conducted to confirm the quality of affected devices. Should additional info become available, a follow-up report will be submitted.